Event description:
Our affiliate in (B)(6) is reporting a patient was complaining of severe pain in their shoulder 8 to 12 months post-op, following a rotator cuff repair procedure sometime in (B)(6) 2012 using a mitek healix 5.5 mm br anchor. The sales rep in (B)(6) is reporting the re-fixation of the rotator cuff worked well. Mrt pictures taken of the patient¿s shoulder show subacromial bursitis and osteolysis on the humeral head. To date that is all the information the surgeon has provided to mitek. Reference medwatch 1221934-2013-00248 and 1221934-2013-00249.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek. Depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
Additional complaint information was received from the surgeon by our (B)(4) affiliate on (B)(4) 2013, and forwarded over to mitek complaints on (B)(4) 2013. The surgeon used 2 healix anchors on a (B)(6) year old male patient on (B)(6) 2012. The patient was of normal weight and no-comorbidities. The patient¿s next follow-up is in december. It was still painful to the patient at the 9 month follow-up, but was doing better. The surgeon is attributing the patient¿s issues to the healix anchor. Reference associated MDR 1221934-2013-00266.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. No medical records or additional information on the patient were provided to mitek and therefore a root cause cannot be determined for the reported failure mode. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If depuy mitek receives any new information on the patient¿s condition sometime in the future, this complaint file will be re-opened at that time, and a follow-up report will be filed.

Event description:
Post op (8 to 12 month) osteolysis and bursitis subacromialis after reconstruction rotator cuff with healix 5,5 br with orthocord. Mitek complaint analyst interpretation - summary from affiliate emails: our affiliate in (B)(4) is reporting a patient was complaining of severe pain in their shoulder 8 to 12 months post-op, following a rotator cuff repair procedure sometime in (B)(6) 2012 using a mitek healix 5.5 mm br anchor. The sales rep in (B)(4) is reporting the re-fixation of the rotator cuff worked well. Mrt pictures taken of the patient's shoulder show subacromial bursitis and osteolysis on the humeral head. To date that is all the information the surgeon has provided to mitek. Additional complaint information was received from the surgeon by our (B)(4) affiliate on (B)(6) 2013, and forwarded over to mitek complaints on (B)(6) 2013. The surgeon used 2 healix anchors on a (B)(6) old male patient on (B)(6) 2012. The patient was of normal weight and no-comorbidities. The patient's next follow-up is in (B)(6). It was still painful to the patient at the 9 month follow-up, but was doing better. The surgeon is attributing the patient's issues to the healix anchor. The 2nd healix anchor complaint device is being reported as unknown healix anchor until a product code and lot number can be determined. Additional information received from our affiliate on (B)(6) 2013 indicates the surgeon only uses product code (B)(4) for healix anchors, 2nd complaint device product code is (B)(4), lot number unknown. Reference associated medwatch 1221934-2013-00266.